Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to readjust the power supply. Power supply adjusted. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitors on the 6600 system are black (system not booting). There was no report of pt injury.